Manufacturer narrative:
Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).

Event description:
The (B)(6) year old patient was taking the following medications: kalinor tab, warfarin, bisoprolol CT, allopurinol, and torasemide. Relevant dermatological pre-existing conditions: atopic dermatitis. The patient was originally treated with the closurefast device in (B)(6) 2013. Both legs were treated at this time without complication. However, the patient was retreated in (B)(6) 2015 due to lack of therapeutic success. On (B)(6) 2015 both legs were treated with both the closurefast device and sclerotherapy (aethoxysklerol) with 10mg of midazolam (sedative medication). Additionally the patient received scheduled thrombosis occlusion treatment on (B)(6) 2015. On (B)(6) 2015 the patient presented with swelling of the lower abdomen. The physician recommended clindamycin 600mg (3 times per day by mouth) and advised the patient to make an appointment with their physician for other therapy. On (B)(6) 2015 the patient returned. Their abdomen showed an indurated area with an extensive edema. It was reported by another patient at the facility that the patient died at a later time. On (B)(6) 2015 additional information was received confirming the closurefast device was used both in 2013 and in 2015. Currently the cause of death and relationship to the device is unknown. Medtronic are attempting to gather additional information.

Manufacturer narrative:
The device for this complaint was incorrectly received. It has not been received for evaluation, the closurefast received was for a different complaint. No further information is available on this complaint at this time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of the returned closurefast was completed (B)(6) 2016. The closurefast catheter was received in a sterilization pouch and loose within its opened labeled pouch. It was noted in that the cord to the closurefast catheter had been cut off. As a result functional tests could not be conducted. Examination of the bubbled coating did not reveal any breaches in the coating, however, examination of the coil thermocouple revealed moisture within the coil.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.